Event description:
It was reported that the occlusion balloon was inflated one time in a spastic m1 middle cerebral artery; however, it would not deflate. The physician utilized emergency deflation by pulling back the wire; however, the balloon was still slightly inflated. The device was removed from the patient. The patient¿s vasospasm was improved and the procedure was completed. There were no clinical consequences to the patient.

Event description:
It was reported that the occlusion balloon was inflated one time in a spastic m1 middle cerebral artery; however, it would not deflate. The physician utilized emergency deflation by pulling back the wire; however, the balloon was still slightly inflated. The device was removed from the patient. The patient¿s vasospasm was improved and the procedure was completed. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that there was a lot of dried blood visible inside the balloon. The distal tip of the device was blocked/occluded with dried blood. During functional test, the balloon catheter was soaked in water and after dried blood exited the distal tip, the guidewire was advanced into the catheter tip to form a seal. Once the blood was flushed out of the system in the lab the balloon inflated and deflated with a syringe as intended. It is possible that blood within the inflation/deflation ports caused difficulty deflating the device prior to the guidewire being removed during the emergency could have caused or contributed to the event. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues.

Manufacturer narrative:
The device is not available to manufacturer.